Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was mesher gave incomplete mesh on previously recovered cadaveric donor skin with cutters. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 11, 2018, it was reported that the unit gave an incomplete mesh on previously recovered cadaveric donor skin with cutters. The cutter used in the reported event was with the sn 1512810. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was september 10, 2018 where it was reported that the device was producing an incomplete mesh and the roller gear, shoulder bolts and washers were replaced. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number 1512810 as documented in the repair reports in livelink. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was september 10, 2018 where it was reported that the device was producing an incomplete mesh and the device produced a passing sample mesh after the collars, bushings and cutter gear were replaced. Product review of the skin graft mesher on october 17, 2018 revealed that the device was outside calibration specifications but produced a passing sample mesh. The roller gear was noted to be worn. The 1.5:1 ratio cutter, serial number 1512810, and the 2:1 ratio cutter, serial number 1412014 both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 17, 2018 which included replacing the roller gear and recalibrating the device. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 ratio cutter and 2:1 ratio cutters both produced an incomplete mesh and were deemed non-repairable when tested with the qa mesher. The device was noted to be out of calibration specifications but produced a passing sample mesh when tested with the qa cutter. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 ratio cutter and 2:1 ratio cutters both produced an incomplete mesh and were deemed non-repairable when tested with the qa mesher. The device was noted to be out of calibration specifications but produced a passing sample mesh when tested with the qa cutter. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.